Event description:
End user called to complain of the device not testing the calibration. This was confirmed by phone trouble shooting. The device was replaced and the defective one returned for investigation.